Event description:
On (B)(6) 2014, the device was implanted. On (B)(6), the physician noticed that the patient developed a septicemia and an explantation of the system was performed on (B)(6) and will be returned to the manufacturer.

Event description:
On (B)(6) 2014, the device was implanted. On (B)(6), the physician noticed that the patient developed a septicemia and an explantation of the system was performed on (B)(6) and will be returned to the manufacturer.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
On (B)(6) 2014, the device was implanted. On (B)(6), the physician noticed that the patient developed a septicemia and an explantation of the system was performed on (B)(6) and will be returned to the manufacturer.